Event description:
It was reported that the patient underwent a laminectomy using rhbmp-2/acs. In (B)(6), the patient began having neurological symptoms. Mold was identified from a tissue sample of the patient's brain. Diagnosis of infection was made on (B)(6) 2014. The patient's symptoms are evolving.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.